Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual analysis of the received product noted the unload switch was at the home position and there was no damage to the adapter. Functionally, the adapter logs were evaluated and there were no errors. The adapter was connected to a pmv test handle and was able to calibrate without issues. A representative reload was connected to the device and was able to clamp and articulate without issues. The adapter was able to fire without issues. After firing the adapter, the logs were reevaluated and no errors were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when the staples were deployed on gastric tissue, the jaws of the reload locked down on the tissue after firing half way through its sequence. The surgeon was unable to activate any function of the device. Attempted to continue the firing sequence after waiting about a minute but still the device did not function. In addition, the surgeon tried to straighten the articulation of the reload and retract the I-beam on the reload but did not work. The device was rebooted by holding the two side buttons simultaneously and upon completion of the reboot the I-beam retracted automatically. When the reload and reinforcement material was retracted, half of the staples deployed and there was a portion of partially formed staples within the gastric tissue. There was also incomplete staple line at the central. The reinforcement material was still intact and the distal jaw of the reload had to be cut free with laparoscopic scissors. Additional reload was fired over the affected gastric tissue to complete the stapling. Surgical time was extended more than 30 minutes.